Event description:
Manufacturer received foreign report from a hcp that the patient is experiencing difficulty with obtaining pain relief. The issue has been ongoing since the infusion system was implanted, and appears to be more apparent during times when the drug reservoir was low and due to be refilled. Despite multiple programming changes made in attempt to adjust the drug delivery to achieve patient comfort, the pump was explanted and replaced in 2006. The hcp reported the device was returned due to "underinfusion". The pump was programmed to deliver morphine and bupivicaine. The explanted pump was returned to the manufacturer for analysis, and the results are not complete at the time of this report. The hcp reported the replacement pump appears to be "well functioning", and the patient status was reported as "so-so". Additional details have been requested, and a follow up report will be sent if additional information becomes available or the analysis results are complete.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis, and the results are not complete at the time of this report. A follow up report will be sent when the analysis results are complete.